Manufacturer narrative:
(B)(4). The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number provided is for the domestic similar product. Although requested, device has not been rec'd. A f/u report will be submitted with failure investigation results should the device be returned for eval.

Event description:
The customer reported that the mother of a child alerted the nurse about some "blood return" and when the nurse removed the bandage, they identified that the mp1000-0006 had disconnected from the 3 way stopcock. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.